Event description:
It was reported the patient experienced a fall and twiddler's syndrome causing the ipg to flip in the pocket. As a result, the entire system was explanted on (B)(6) 2022, to address the issue. During the same procedure the patient experienced high impedances. This event is being reported in manufacturer reference number: 1627487-2022-03015.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction h6: investigation conclusion code should have been 4315 rather than 67. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.